Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2011. According to the complainant, the patient experienced pain and suffering. The physician's office was contacted; no information can be provided without a release from the patient. No further information is currently available. Should additional relevant details become available, a supplemental report will be submitted.